Event description:
It was reported that during a routine follow-up, this pacemaker was interrogated and a lead safety switch alert was observed. It was noted a single right ventricular (rv) lead measurement of 2010 ohms in bipolar configuration triggered the alert. During ambulatory test, bipolar impedance measurement was greater than 3000 ohms. All parameters in unipolar configuration were in range. Considering the patient is not pacemaker dependent, sensing and pacing configuration were programmed in unipolar. At this time, the rv lead details including the manufacturer is not available. Should this information be provided in the future, an updated report will be issued. No adverse patient effects were reported. This pacemaker remains in service.